Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual examination showed that the inner coil had become stretched, likely due to explant damage. An x-ray showed that the inner coil was tangled and the stylet was stuck within the inner coil. Testing was completed to assess electrical performance; however, electrical continuity of the lead could not be confirmed, as the stuck stylet within the inner coil can cause an inaccurate reading.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead needed to be repositioned several times. Afterwards, difficulty was experienced removing the stylet. This lead was removed, replaced and returned for analysis. Product investigation confirmed that the stylet was stuck within the inner coil of the lead and electrical continuity of the lead could not be confirmed. No adverse patient effects were reported.